Event description:
During an acl repair the tip of the driver broke off inside the bio-screw in the patient. This happened at the end of the case. The tip was not retrieved but hospital did not report any adverse consequences. This device is used for treatment.